Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results with control solution with readings of "89 and 75 mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter, test strips and control solution have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 2 ¿ (07/31/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/1/2013 and 7/25/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Correction to follow-up #1. The control solution was returned and evaluated by lifescan product analysis on 4/1/2013 and 6/24/2013, respectively, with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis (pa) on 4/1/2013 and 6/24/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. Test strip vial was returned empty; pa was unable to test strips.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.